Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065 o-arm software - o2, (B)(4), serial/lot : n/a. A medtronic representative went to the site to perform a system check out and the system performed as intended. The system passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the technician was holding the button on the remote to conduct the spin, while the manufacturer representative was exiting the room. The representative peaked through the window to verify that the navigation system was seeing the reference frame and the imaging system, but it was found that the navigation system was no longer seeing the imaging system in the camera view. The representative immediately walked back into the room and saw that the mobile viewing station (mvs) was still on, but the pendant on the image acquisition system(ias) was not lit up, which means it was off. The representative pushed the power button and the imaging system powered up right away. The imaging system completed the startup, initialization, and then the surgical team proceeded with the scan. A confirmation scan was performed a few hours later with no issues. There was no patient harm and the procedure was delayed by five minutes.